Event description:
The customer reported an odor like "burning crayons" during every cycle. The customer stated that they did not see any haze or smoke around the machine. While onsite to repair the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints associated with the oil mist. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the filler cap and ran vacuum testing. This issue is being addressed with a customer letter, related to correction & removal.